Event description:
Boston scientific crm received information that four months ago, this device was a fair distance above elective replacement time. Now, the device has reached end of life. As a result, this device was explanted.

Manufacturer narrative:
This device was explanted. Pending the completion of lab analysis, this section will be updated appropriately. Upon receipt at our post market quality assurance laboratory, a thorough device analysis was performed. The device noted normal telemetry operations as well as normal pacing and sensing functionality. The device memory noted a nominal longevity of 6.1 years with the accelerometer programmed on. The device reached elective replacement time in approximately 6.7 years. The nominal longevity was 6.1 years, so the device had been implanted beyond the nominal longevity.